Event description:
It was reported the blade broke. There was no report of patient impact.

Manufacturer narrative:
(B)(4). The product was discarded by the facility, therefore it will not be returned for evaluation. No testing methods performed.